Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used during an abscess drainage in a biliary duct. After insertion, the device was found to be leaking at the hub. The device was removed and replaced with a like device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Corrected data: terumo 035" g/w (terumo); kmp 5.0fr catheter (cook); merit sheath (available at the time of the initial report). Additional information: device available for eval? Yes; product received on: 19jul2018. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The device was returned in a used condition, with the catheter tubing attached to the mac-loc hub in the locked position. No surface damage was noted, only the presence of biomatter. Dimensional analysis demonstrated that all device components had been manufactured to the correct specifications and tolerances. Leak testing was performed, confirming the presence of a leak between the catheter and connector cap. Tug and twist testing was also performed, demonstrating that the proximal assembly was secure. The connector cap was removed, revealing the suture string to be wound within the threads. The flaring on the catheter appeared lopsided and contained a lip. Due to the compression the flare experiences within the connector cap, it is not able to be determined whether any damage to the flare was due to removal from the cap, or if it was manufactured out of the correct specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
No new event description information to report at this time.